Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: it was reported to me that whilst using a pediport trocar, a small piece of the trocar fell into the pt. The dr noticed it fall and retrieved it from the pt's abdomen. This is all the info provided. Small specimen that fell off was returned and will be sent with this report, but no trocar was returned and no lot numbers recorded. Corrective action taken relevant to the care of the pt: specimen retrieved. Pt outcome: no harm or injury. Number pts involved: 1.